Event description:
This rv lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2013 due to unknown issues. The physician was dr. (B)(6) at (B)(6) medical center west in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).